Manufacturer narrative:
(B)(4). Final analysis found normal lead characteristics.

Event description:
It was reported that during implant of the right ventricular lead, acceptable threshold values could not be obtained. The lead was removed and replaced.